Event description:
Issue description: sheath was torn while peeling away event date: (B)(6) 2012 alert date: (B)(6) 2012 patient status: n/a product status: not return hospital/clinic: (B)(6) hospital related products:. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).